Manufacturer narrative:
This event represents the revision surgery of an unknown cerclage cable. The catalog number and lot code were not provided. It was noted that the surgeon is unwilling to provide further details and will not be returning the device for evaluation. Device not available.

Event description:
It was reported that the surgeon at the clinic, reported the following event : "[...] Very difficult to remove because of the faulty nature of the abg extractor. It led to a periprosthetic fracture of the trochanter. Change of the stem and femoral metaphyseal synthesis by cerclage. Difficult and painful sequels. Mobilization and secondary displacement of the trochanter despite suspension of support. It led to a revision surgery on (B)(6) 2014. Partial support authorized, so transfer of the patient to a rehabilitation center."

Manufacturer narrative:
An event regarding failed fracture stabilization involving an unknown cerclage cable was reported. The event was confirmed. Medical records received and evaluation: clinician review of the provided records concluded "all aspects are procedure-related as caused by inadequate surgical technique. The osteosynthesis with dm-cables had inadequate fracture reduction and stabilization during the first revision intervention " conclusions: clinician review of the provided x-rays determined the root cause of the failed fracture stabilization was due to inadequate cable positioning and tensioning during the implantation of the devices. No evidence that device related factors influenced this event was found during the investigation.

Event description:
It was reported that the surgeon at the clinic, reported the following event : "[...] Very difficult to remove because of the faulty nature of the abg extractor. It led to a periprosthetic fracture of the trochanter. Change of the stem and femoral metaphyseal synthesis by cerclage. Difficult and painful sequels. Mobilization and secondary displacement of the trochanter despite suspension of support. It led to a revision surgery on (B)(6) 2014. Partial support authorized, so transfer of the patient to a rehabilitation center."